Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high sodium (na) and carbon dioxide (co2) results generated by the unicel dxc 600 pro synchron clinical systems. The samples were repeated on the other instrument in the lab and those results were reported out of the lab. The false high results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
The anion gap values alerted the lab to the issue. Qc prior to the event was within the lab-established ranges. Qc was not run after the event. A field service engineer (fse) was dispatched: the fse found and removed a bubble on the face of the na reference electrode. The ise tubing was pulled too tight, creating a "pinch". The fse replaced the tubing, co2 membrane, carbon bridge, and verified repairs. A clear root cause for this event has not been determined.